Manufacturer narrative:
With all available information, boston scientific concludes that the reported event of high impedances resulting in inadequate stimulation is a known inherent risk as documented in the instructions for use (IFU). This lead was not returned as it was discarded by the medical facility. As such, physical analysis has not been conducted in our laboratory. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A product labeling review identified that the device was used per the instructions for use (IFU) product label. Additionally, system failure can occur at any time due to random failure(s) of the components. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and persistent pain at the ipg or lead site, and are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. A risk review of the linear 3-4 lead 70 cm hazard analysis was completed and confirmed that the event of stimulation inadequate was defined in the risk documentation. This event type has been accounted for during product risk analysis to support an acceptable risk-benefit for the product. The lead was not returned for analysis as it was discarded by the medical facility. However, a labeling review identified that high impedances resulting in inadequate stimulation is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the patient experienced inadequate stimulation due to impedances displayed on the spinal cord stimulation (scs) lead. Therefore, the patient underwent a lead replacement procedure and was doing well postoperatively. The device will not be returned as it was discarded by the medical facility.

Event description:
It was reported that the patient experienced inadequate stimulation due to impedances displayed on the spinal cord stimulation (scs) lead. Therefore, the patient underwent a lead replacement procedure and was doing well postoperatively. The device will not be returned as it was discarded by the medical facility.